Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, foreign materials in the water supply tube, switches swelled, and objective lens was scratched, resulting in shadowy image. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that during reprocessing of the evis lucera elite gastrointestinal videoscope, the scope had insufficient air/water feeding due to insufficient or incorrect reprocessing. It was reported that the procedure was completed using a similar device. Upon inspection and testing of the customer returned device, foreign material was found in the scope air/water supply tube due to insufficient cleaning. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, it was confirmed that the water supply was defective due to clogging of the water supply channel. The foreign material was unable to be identified. It is likely that foreign matter remained because the reprocessing deviated from the instruction manual. The event can be detected/prevented by following the instructions for use (IFU) reprocess manual 5.5 manually cleaning the endoscope and accessories which describes how to use the injection tube (mh-946). Olympus will continue to monitor field performance for this device.